Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports on-going imprecision issues for both control and patient samples tested on one of the architect c4000 analyzers in their lab (serial number (B)(4)). The customer's main concern is with the clin chem magnesium assay, which generates discrepant results for the same sample before and after the assay is calibrated. Corrected reports are issued after testing samples on another architect c system in their lab. The customer provided one example for (B)(6) (ICU patient admitted the previous night), which generated an initial magnesium result of 0.9 mg/dl and after recalibrating the assay, generated a result of 1.8 mg/dl on the same sample on the same analyzer. The sample generated a result of 1.7 mg/dl on the other architect c system in the lab. The customer states that a corrected report was issued with no adverse impact to the patient. The customer provided other examples for other assays: clin chem calcium: initial result of "<6.9 mg/dl" with a retest result of 7.4 mg/dl ((B)(6)); sodium: initial result of "<100 mmol/l" with a retest of 139 mmol/l; potassium: initial result of 1.68 mmol/l with a retest of 3.1 mmol/l ((B)(6)); and, chloride: initial result of 52.93 mmol/l with a retest of 99 mmol/l ((B)(6)). None of the initial results were reported from the lab. The abbott customer technical advocate advised the customer to discontinue use of this analyzer and a service call was initiated. There have been no reports of any adverse impact to patient care due to this issue.

Manufacturer narrative:
An abbott field service representative visited the customer site and performed multiple troubleshooting procedures including cleaning cuvette segments. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and architect c4000 system service and support manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.